Event description:
It was reported that a user experienced hyperglycemia with a value of 401 mg/dl after performing an infusion set and cartridge change and subsequently pausing the ilet for charging, with subcutaneous insulin pen use noted during the period off the pump; troubleshooting and education were provided, including advice to allow the ilet to correct the high glucose. Symptoms included elevated blood glucose with no reported clinical manifestations. Outcomes included recovery of glucose to the normal range without medical intervention or hospitalization. Investigation included technical support review and user counseling. Investigation of this case revealed user interruption of insulin delivery during the off-pump period and subsequent correction with insulin and automated therapy, with glucose trending down to target. It was concluded that elevated glucose occurred due to interrupted insulin delivery and was resolved with resumed device use and corrective insulin. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.